Event description:
I used a 20 ga bd nexiva IV catheter, I placed it in the posterior forearm of a patient, and noticed once I removed the needle, the blood no longer flowed through the remainder of the catheter despite the IV being placed within the vessel. I removed the IV, and attempted to flush the catheter, and realized that the line would not flush regardless, meaning the catheter is defective.